Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air bubbles in the luer lock. The customer primed the air gap out. The customer's blood glucose (bg) level was 391 mg/dl and it was addressed with a correction bolus. The customer's bg level decreased to 108 mg/dl. Reportedly, the customer stated that their doctor changed the basal and carbohydrate pump settings.